Manufacturer narrative:
(B)(4). Date of event: unknown, (B)(6). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
During a colorectal case, the surgeon removed the universal sleeve to remove a gauze, causing a detachment of the duck-bill seal. His concern was that the duck-bill seal detached easily and was worried if this was a quality issue. Item was replaced during surgery with another xcel trocar.

Manufacturer narrative:
Pc (B)(4). Batch # r93h8v. Device analysis: the analysis results of the b12lt found that the device was received with the duckbill out of position and present. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.